Manufacturer narrative:
Analysis identified that the pump was found to be overinfusing by more than 14.5% at standard test conditions. Analysis identified significant residue and shaft wear on the upper shaft of gear 2 as well as some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. (B)(4).

Manufacturer narrative:
(B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The other relevant components include: product ID 8709, serial# unknown, product type: catheter; product ID 8709, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen 2000 mg/ml at 661.3 mg/day via an implantable pump. It was reported a motor stall occurred. A patient asked their hcp to check the pump because of increased spasticity. Interrogation of the pump showed several motor stalls over the last weeks. Motor stall occurred starting on (B)(6) 2016 with motor stall recovery occurring approximately 14 hours later. Over the next month, multiple motor stall occurred messages and motor stall recovery messages were seen every few days. The stopped pump duration may exceed tube set message was seen on (B)(6) 2016. On (B)(6) 2016 the pump was replaced but the catheter was still in place. During surgery, the hcp had the feeling that there was a kink in the catheter. He placed the new pump a little bit more cranial to avoid this potential kink. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.